Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the medical grade power supply to correct the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the medical grade power supply involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint. The mgps was installed onto the surgeon side console of an xi system, and was powered up in normal mode. The unit sat idle for 20 minutes and the ssc did not lose power. The system was power cycled 20 times in the attempt to stress the mgps unit; however, the ssc continued to have power and no errors were found in the system error logs. The system sat idle for an additional 20 minutes and no loss of power was observed. Failure analysis indicated there was no trouble found with the returned mgps. This complaint is being reported due to the davinci system malfunction rendering the davinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event. Site history: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Log review: no further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. Video/image: no investigation required as no image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer experienced a loss of power at the hospital and could not get the surgeon side console to power up. The customer informed the technical service engineer that the power had returned to the room and the patient side cart and vision side cart had power. The tse reviewed the logs and noted no related information. The tse had the customer try different receptacles with no resolution. The tse then had the customer attempt to power cycle the breaker a few times with no resolution. The customer reported there were no lights or fan noise from the ssc. The customer brought in the ssc from their other da vinci system to complete the case. The procedure was continuing as planned. Intuitive surgical, inc. (Isi) followed up with the clinical territory associate and obtained the following additional information: the cta informed he was not present during the reported issue; however, he had followed up with the surgeon and was informed that it was believed the reported issue occurred due to the power outage and issue they have had with the power outlet. Reportedly, there were no issues noted during setup or port placement. It was noted that the cta did not know how long into the case the surgeon was at the time of the reported power outage. No image/video was available for review. The cta was informed by the surgeon that there were no post-operative complications. The procedure was completed with the second ssc with no patient injury or harm.